Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received an occlusion alarm. The customer stated that they were currently not using a case and believed that the infusion set tubing may have been kinked. The customer declined troubleshooting with tandem technical support to determine a possible cause of the occlusion as they were going to perform a complete supply change. The customer¿s blood glucose (bg) level was not impacted.